Event description:
Reporter alleged patients' blood glucose measured 14 mg/dl at 11:10 back to back with a result of 62 mg/dl performed at 11:15. It was stated one levels of control solution "failed" and the other level "passed", however, on the second attempt to run controls; both solutions "passed". Reporter indicated patient was treated with an IV, contents not known, however, the treatment was not based on the meter results reportedly. Reporter stated a lab was drawn, however, no value could be provided. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.